Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient was hospitalized for peritonitis and was transitioned to hemodialysis for renal replacement needs. There were no reported allegations that the event was related to any issues with fresenius products. The pd nurse stated the patient was non-compliant with pd therapy. In additional follow-up, another pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was initially seen in the outpatient pd clinic. The patient had a pd culture obtained which revealed growth of the bacteria enterobacter hormaechei. The patient was started on antibiotic therapy with intra-peritoneal (ip) cefazolin and ceftazidime (both 1 gram) on an outpatient basis. However, the nurse stated that the patient¿s abdominal pain persisted despite antibiotic treatment. Subsequently, on (B)(6) 2023, the patient was admitted into the hospital. The nurse indicated the patient had the pd catheter removed and was transitioned to hemodialysis. Subsequently, on (B)(6) 2023, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and continues outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was attributed to a breach in aseptic technique as the patient is not complaint with proper infection control practices during his treatment.